Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pre-syncope episode, sat down for a few minutes, and then everything was "fine." The implantable pulse generator (ipg) was reported to have a pacing problem. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.